Manufacturer narrative:
Additional information: d10. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06491. It was reported that when the patient presented in clinic for a follow up, the right ventricular lead exhibited low r wave amplitude and high capture threshold. X-ray revealed lead dislodgement. The implantable cardioverter-defibrillator was migrated and the patient felt left arm pain attributed to the device. The lead was explanted and replaced. The device was repositioned. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, the right ventricular lead exhibited low r wave amplitude and high capture threshold. X-ray revealed lead dislodgement. The lead was explanted and replaced. The patient was stable before, during and after the procedure.